Event description:
As reported, the 23mm xt valve failed 8 years and 4 months post procedure due to aortic stenosis. The patient experienced reduced ejection fraction (ef). Transesophageal echocardiogram (tee) on (B)(6) 2022 results reveled an ef of 15-20%, with reduced right ventricle (rv) function, rvsp 75. Grade 1, possible intrapulmonary shunt. Bioprosthetic aortic valve with severe pannus formation & severe stenosis, severe aortic insufficiency (ai), they did not plan to treat the patient at this time.

Manufacturer narrative:
Investigation is ongoing. Device remains implanted.

Manufacturer narrative:
The valve was not returned; therefore, a visual inspection, functional testing, dimensional testing was not performed. No imagery was returned for evaluation, therefore no imaging evaluation performed. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency therefore, no device history record (DHR) review or a lot history review was performed. No device was returned and there is no evidence to support a manufacturing/design defect potentially contributing to the complaint, therefore a manufacturing mitigation review is not required. As the valve was implanted 5 years or greater with structural degeneration/deterioration, a complaint history was not required. The following instructions for use (IFU) were reviewed: IFU, novaflex+ with sapien xt thv, us. No IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case; the device under investigation had been implanted for more than 5 years. There is no evidence of device malfunction contributing to the reported event. The complaints for valve degeneration, deterioration and valve host tissue, pannus were confirmed based on provided medical details. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien xt valves are 100% visually inspected for defects and 100% functionally tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, the 23mm xt valve failed 8years 4months post procedure due to aortic stenosis per medical record, recent tee showed a sapien xt bioprosthetic valve with severe stenosis (ava of 0.6cm2, mean gradient of 45mmhg), severe aortic insufficiency, and severe pannus formation. For complaint, valve degeneration, deterioration, per the instructions for use (IFU), valve degeneration or structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), and device degeneration are known potential risks associated with the device. Structural valve deterioration (svd) may manifest as stenosis with thickened leaflets, due to bioprosthetic tissue calcification as the underlying failure mode. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g., patient age, disease state, immune status, and other comorbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, patient had history of hyperlipidemia (hld) and diabetes (dm), both of which are known to increase the risk for developing bioprosthetic valve calcification. The resulting comorbidities could have caused the valve to become severely stenosed, as reported. As such, available information suggests that patient factors (hyperlipidemia, diabetes) may have contributed to the reported event. For complaint, valve host tissue, pannus, pannus refers to nonstructural dysfunction, characterized by a bioreaction in response to prosthetic valves, with the exact etiology not well understood. Multiple coexisting factors may be involved in pannus formation such as surgical technique, thrombus organization from inadequate anticoagulation, infection, and wall shear stress. The effect of pannus formation on the valves performance hemodynamics depends on the extent and site of fibrous tissue. Pannus that extends to the orifice and hinges of the sapien xt valve may interfere with device functionality due to restricted leaflet motion or narrowing of effective valve orifice, thereby contributing to aortic insufficiency, stenosis, and elevated gradients, as reported. While the exact etiology of pannus formation is not known, available information suggests patient factors (inflammatory reaction) may have contributed to the reported event. Since no edwards defect, which could have resulted in the complaint, was confirmed, no preventative or corrective actions (CAPA) are required. Since no product nonconformances or IFU/training deficiencies were identified during evaluation, a product risk assessment (pra) escalation is not required.